Manufacturer narrative:
Product analysis: analysis of the programmer found that the stylus was worn with a loose tip and working intermittently. The anti-slip layer of the rf head label was worn. The cooling fan was noisy. No further anomalies/problems were observed/found. The programmer works normally without any problems. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer which returned for preventative maintenance subsequently tested out of specification during manufacturer analysis. There was no patient involvement.